Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had alarmed no delivery twice in the last 2 days. The customer's mother noted that another 2 no delivery alarmed had also occurred within the past month. She advised that the alarm was resolved by a complete infusion set, reservoir and insulin change. She declined return of the reservoir and infusion set for analysis. She also reported that the tubing of the infusion set had split and cracked because of the way the customer had placed the insulin pump in his bag. She stated that the tubing twisted around the insulin pump, so the stress and pressure he put on the tubing caused it to split. The blood glucose reading rose to an explained 400 mg/dl. She stated that the customer tried to bolus and noticed the moisture coming from the split tubing. The customer changed the infusion set, treated with a manual injection, and discarded the infusion set. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.